Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent vibration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).